Event description:
During an implant procedure, it was reported that it was impossible to insert the leads into the header of the pacemaker. The pacemaker was not implanted and a new pacemaker was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Analysis testing found no obstructions to lead insertion into the a- and v-connector ports. All connector dimensions were within specification. Is-1 test leads fully inserted into the connectors with normal insertion force. Analyses did not find any signs that the user was having problems inserting the torque wrench into the setscrews or problems tightening the setscrews in the field. Analysis found that when the setscrews were fully tightened onto is-1 leads inserted into the connectors, the leads were held securely in the connectors. Testing did not find any device anomalies that would cause the reported event in the field. The device had normal device characteristics. Electrical examination found no anomalies, and the battery voltage was above eri (elective replacement indicator) near bol (beginning of life). The reported event of it was not possible to connect the atrial or the ventricular leads in the header was not confirmed.